Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented with a pacemaker that was in backup vvi mode. No intervention done. Patient status was not reported.